Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the pressure control switch required replacement allowing water to leak from the sterilizer. The technician replaced the control switch, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their amsco 400 sterilizer onto the floor. No report of injury.